Event description:
It was confirmed that a catheter dye study was performed and it came back normal. Also, it was confirmed that the physician does not use flowonix refill kits.

Manufacturer narrative:
Device was returned for additional evaluation and investigation. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Additional physical investigation was performed on the device, but the alleged issue could not be confirmed. Visual inspection of the pump did not find any exterior anomalies. Functional analysis of the pump confirmed the pump successfully primed and flowed within design specifications. Internal complaint number: (B)(4).

Event description:
Sales representative contacted technical solutions to report a pump replacement due to an underinfusion volume discrepancy. Representative reported that the patient received a catheter replacement following a serious fall. Since this revision, the patient complainted of a complete lack of pain relief. An underinfusion volume discrepancy was observed with the expected volume being 4.5ml and the actual volume being 20ml. The patient's pump was later replaced without any recommended diagnostic tests.

Manufacturer narrative:
Pending completion of device analysis and review of device history record. Internal complaint number: (B)(4).